Manufacturer narrative:
The device was returned to resmed for investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs confirmed the reported internal self-test failure. In-house testing detected failures of the proximal pressure sensor and the expiratory flow sensor. A visual inspection revealed evidence of contamination inside the device. The investigation determined that the reported failure may have been due to the contaminated sensors. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).